Manufacturer narrative:
(B)(4).

Event description:
It was reported for the last year since implant, the volume of drug aspirated from the pump has been more than the calculated expected volume. This has occurred 5 times, and the difference has varied from; 1.3 ml, 1.1 ml (estimated reservoir volume (erv)= 2 ml, actual reservoir volume (arv)= 3.1 ml), 0.2 ml, 0.6 ml and 0.9 ml over the expected volume. It was noted by the healthcare professional (hcp) , that they noticed they were "always slightly more baclofen out of the pump than the expected residual" since they have been refilling the pump. It was stated, "we normally get slightly less than the expected rather than more". It was also noted the patient had heard a ticking noise coming from the pump since "the beginning". It was also noted the pump report title stated, "underinfing pump", which was interpreted to be "underinfusing pump". The pump was used to deliver compounded baclofen. The patient was listed as "alive - no injury" and the patient appeared to be getting benefit from the pump.